Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 1.50mm rotablator rotalink plus and rotawire ex support gw were selected for use. During the procedure, it was noted that the burr got stuck with the wire and was unable to be removed. The burr and the wire had to be removed manually as one unit. The procedure was completed using an alternate device. There were no patient complications.